Manufacturer narrative:
With the available information, boston scientific concluded the clinical observation of conversion issues is a known inherent risk of the lead and is noted within the lead instructions for use (IFU), as well as the product's risk documentation. This lead remains implanted. As such, physical analysis has not been conducted in our laboratory. However, a labeling review and risk review were conducted. These reviews determined that the clinical observation of conversion issues has been found to be a known inherent risk of the lead. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that an alert posting in the latitude website, for this cardiac resynchronization therapy defibrillator (crt-d) and non-boston scientific right ventricular lead exhibiting high, out of range shock impedance (greater than 200 ohms). The device remains implanted. No adverse patient effects were reported. A technical service consultant reviewed the device data, and recommended lead integrity testing. The device remains implanted. No adverse patient effects were reported.